Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery with intraocular lens (iol) implant procedure, the leading haptic of iol was not folded properly. The iol came out twisted, and was still twisted even after implanting. It was resolved by iol rotation. The surgery was completed without product replacement.

Manufacturer narrative:
Upon further review of initial information following submission of the initial report, this event does not meet criteria for reporting as a malfunction. Initial report was erroneously submitted. The manufacturer internal reference number is: (B)(4).

Event description:
The straight leading haptic is an approved position for the haptic hence doesn't meets reporting the criteria.